Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 400 mg/dl following a supply change. The user encountered repeated ¿unable to proceed¿ alerts while attempting to load new supplies and temporarily reverted to backup insulin therapy in order to correct elevated blood glucose. No outside medical intervention was required.